Event description:
It was reported that during a surgical procedure, after finishing burring the distal femur the surgeon moved to bur the guide holes on the tibia and selected speed control. After he selected speed control he received an error saying the handpiece had jammed and it kicked back to recalibrate. He was never able to home and the bur was not extending or retracting. He opened up the handpiece and saw the snaplock and the black stopper disengaged from each other and are no longer connected. The handpiece was replaced in order to continue with the case. Results of the investigation have concluded that the snaplock assembly was broken, which makes it a reportable event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), used in treatment, had snap lock and black stopper disengage from each other during a procedure on (B)(6) 2018. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual inspection was performed, which confirmed the reported event. The snap lock nut was broken. The root cause of this issue was found to be mechanical component failure. As part of corrective action, a new and more robust design of the snaplock has been released.